Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. No obstructions were observed in the lead barrels and all setscrews moved freely. The internal diameter of the lead barrels were measured and confirmed to be within normal limits. The device was then exposed to simulated heart load conditions, and lead impedance measurements were taken on the right ventricular and left ventricular channels. All measurements were within normal limits. Additionally, the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device was not implanted as pacing lead impedance measurements were greater than 2000 ohms on both the right and left ventricular channels. Additionally, noise was observed on both channels. It was noted that the connection between the leads and the device were verified and measurements through the pacing system analyzer (psa) were within normal limits. Therefore, this device was not implanted and returned for analysis. A new device was successfully implanted. No adverse patient effects were observed.